Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned with the handles cracked. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and it ejected twelve clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure some clips of the device were unable to fully close. No patient consequences reported.